Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 3 years post-op the initial tka, a revision was completed due to loosening. No other information available after multiple attempts. Devices are not returning due to not saved at the revision.

Manufacturer narrative:
Section h10: (h3) the evaluation of the of the revision reported was likely the result of aseptic (non-infected) loosening, which damaged the bond of the implant to the bone. However, this cannot be confirmed as the devices were not available for evaluation, and no further details were provided. No information provided in the following section(s): a2, a4, a5, b6, (d4) (catalog number, serial number, UDI number, exp date), g5, h4.